Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "medial intraprostatic rupture with a 'linguine sign' image and resulting mild prosthetic deformation" diagnosed via MRI and "two small hypo-anechoic formations likely indicating benign conditions, possibly cysts with particulate content and fibroadenomas" and "signs of contracture and suspected intracapsular rupture without obvious signs of extracapsular rupture" diagnosed via ultrasound. The events of "two small hypo-anechoic formations likely indicating benign conditions, possibly cysts with particulate content and fibroadenomas" are not device related. Later, healthcare professional reported "no contracture, very often in radiology they see normal folds and define them as capsular contractures improperly". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is not related to the device. Lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.